Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was an infection at the surgical site. The device history and sterilization record for these device serial numbers have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg and csl was manufactured. The devices met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced drainage at the neck and pocket incision, and oral antibiotics were prescribed on (B)(6) 2025. The patient was improving as of on (B)(6) 2025. As of on (B)(6) 2025, the patient had finished the course of antibiotics, and the infection was resolved. On (B)(6) 2025, it was reported the infection may have returned as the surgical site was red, tender to the touch, and drainage was present. A surgeon visit occurred, and antibiotics (doxycycline) was prescribed. The patient was hospitalized for hypotension from on (B)(6) 2025 and monitoring of the hypotension and infection occurred. The patient was readmitted on (B)(6) 2025 with drainage from the incision site. It was noted by the physician there was a scant amount of drainage and the redness was improving. Two additional weeks of oral antibiotics (linezolid) was prescribed and the patient was discharged on (B)(6) 2025. As of on (B)(6) 2025, the patient had completed their course of antibiotics and the incision sites had improved and the infection was considered resolved.